Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon catheter withdrawal difficulties occurred. The 90% stenosed target lesion was located in the mildly tortuous shunt vein. A 5.00 mm/ 2.0 cmm/ 50 cm peripheral cutting balloon¿ was selected for use. During withdrawal, the physician deflated and tried remove the cutting balloon¿ from the patient's body. However, it was noted that the balloon became stuck into the blood vessel and was unable to be removed. Consequently, the physician tried to push the balloon and advance it to the lesion, then pulled the balloon back. After which, the physician was able to remove the balloon from the patient's body. No patient complications were reported and the patient's status was stable.